Event description:
It was reported that the zimmer dermatome had torn the graft. Additional clinical f/u with the hospital indicated that the procedure had been completed by using an alternate, immediately available, device to harvest an additional tissue graft. There was no report of increased surgical time. There had been no documentation by facility staff of an adverse outcome for the pt or the procedure.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The svc record indicates that the device is 23 years old and was last returned to the MFR for repair on (B)(4) 2012. Inspection of the device displayed damage to the head of the device and control bar. The masterblade was also not flush with the control bar. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the left and right side. The cause is likely the user not maintaining the device per improper handling. The device was serviced and returned to the customer.